Manufacturer narrative:
Testing was conducted at microline surgical, (B)(6), to understand the root cause of the problem. The results indicated that in a worst case scenario, when the power supply setting is at max and the tsl3 is in cutting (high mode), and material (tissue) is not present in between the two jaws heating elements, there is a potential for combustion to occur. Due to the rapid heating of the two heating elements from touching each other without any tissue material in between, the rapid heat transfer causing the silicone boot to ignite. The failure mode occur after 20 seconds of using the device continuously. The device is not intended for continuous use. Recommended activation cycle is stated as approximately five (5) to ten (10) seconds on, ten (10) seconds off. (See IFU 'precautions and warnings') .

Event description:
During a thyroidectomy procedure, the tls3 (14c) caught on fire, causing an injury to the pt.